Event description:
During laparoscopic cholecystectomy the ethicon endo gia stapler tsw 35, 35w vascular thin, misfired while attempting to use on a common bile duct. The middle pin did not eject. Hemoclips were used to clamp the bile duct stump. Procedure completed without further occurrence. Note: second defective ethicon stapler reported from this facility in 2007.we will be returning the device to the manufacturer for evaluation.